Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturing representative (rep) reported intermittent pocket warmth. The issue was not related to positional movement. The implantable neurostimulator (ins) was going to be turned off to see if the warmth continues to occur. This was considered a sudden occurrence. Since the ins replacement (due to normal battery depletion) the patient has stated that the ins pocket site gets noticeably warmer (patient's wife claims it gets warm to the touch) and it occurs 0.5-2 hours at a time. It was not related to charging or position. Impedance measurements were taken and the rep reported seeing nothing abnormal. The reference electrodes that the patient was currently using were all in the teens (1600-1900 ohms approximately) with the lowest she saw being 958 ohms. The implant was on and the patient was receiving therapy benefit. Reprogramming was done on the day of the report. The stimulation was turning off randomly. The patient came in to the office and while waiting for rep the patient said the ins turned off (stimulation turned off) and then it turned back on when the rep walked in. The patient said this issue occurs several times a day. The adaptive stimulation was on and the rep noted she would have the patient try a manual group. The rep mentioned the issue can occur while in a rec liner but initially noted that the issue occurred in any position. X-rays were done and everything looked okay versus baseline. If additional information becomes available, a follow-up report will be submitted.